Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab ruptured and blood was seen. The iab was then removed. After removal, the patient was sent to the or for a coronary artery bypass graft (CABG). There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab ruptured and blood was seen. The iab was then removed. After removal, the patient was sent to the or for a coronary artery bypass graft (CABG). There was no patient harm or adverse event reported.

Manufacturer narrative:
A portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A non-maquet sheath was also returned. An underwater leak test of the balloon and portion of catheter tubing was performed and a leak was detected on the membrane approximately 2.3cm from the rear seal measuring 0.038cm in length. The optical fiber was also found to be broken at this location. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. Since no iab lot or serial # was provided, a ship history was performed on the three most recent lots shipped to the facility. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).